Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra2 meter would not power on. The medical surveillance specialist (mss) spoke with the patient on (B)(4) 2012 and obtained the following information. The patient tests his blood glucose 8x daily. The patient manages his diabetes with humalog insulin (10 units 3x daily) and lantus insulin (42 units in the morning). The alleged issue began on the morning of (B)(6) 2012. The patient reportedly continued to take his medications as usual. An hour after the alleged issue, the patient claims he felt a symptom of sweaty which he associated with low blood glucose. The patient took food and/ or drank a beverage as treatment and felt better after. The patient denied testing his blood glucose on another device. At the time of troubleshooting, the customer care advocate (cca) noted the correct test strips were being used and there was no indication of misuse of the subject meter. The alleged issue was not resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.